Manufacturer narrative:
Event date unknown. Number 510k: 1 unknown screw locking /unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date is unknown as a revision occurred on (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery of a tibial nail procedure occurred on (B)(6) 2017 due to failed hardware; a bent proximal screw that bent post-operatively and subsequent displaced the fracture. All hardware was removed and patient was revised to a new tibial nail construct. Original surgery and treatment for the tibia fracture occurred (B)(6) 2017. Surgeon stated the patient may have been non-compliant as the patient has a history of depression and schizophrenia. Revision surgery was completed successfully with no surgical delay and no further additional medical intervention. Concomitant devices: nail (part 04.034.758s, lot 5711886, qty 1), 5.0mm locking screws (part/lot unknown, qty 3). This report is for 1 unknown screw locking. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: event date unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.